Event description:
The device was not making accurate measurements. The MFR asked the user to utilize the reference standard (i.e. Test eye) that came with the device to verify the device performance and calibration. User stated they never received the tool or the user manual.